Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Serial number has been requested; pending response from the multi-vendor biomedical engineer/field service engineer.

Event description:
The multi-vendor biomedical engineer/field service engineer reported the unit gave a high pressure regulation alarm. The multi-vendor biomedical engineer/field service engineer reported there was no patient involvement at the time the event occurred.

Manufacturer narrative:
The data acquisition (da) pcba assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the da pcba revealed no evidence of damage or contamination. The da pcba was installed in the fi test ventilator. Pressure accuracy test was performed and passed with no errors were generated. Fi technician start up the ventilator in normal and run for at least two hours; the ventilator operates the entire duration without generating any errors. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined due to no failures were identified.